Event description:
Hemodialysis catheter placed. Tip broke off in subsequent 4 months. Lodged in pulmonary artery. Removed by interventional radiology. Developed pseudoaneurysm of right femoral artery requiring embolization.